Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va09hds, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported a return of urinary symptoms a week prior. The patient did not feel stimulation at 4.3 volts (v) and up to 4.7 v, but felt that stimulation was"too high" at 4.8 v. The patient was indicated for gastrointestinal/pelvic floor and urinary dysfunction. Additional information received from the consumer reported seeing a power on reset (por) code on (B)(6) 2015, noting therapy was turned off and reset to shipping parameters. It was noted that a bone scan that was unrelated to the device or therapy was performed 2 months prior.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient saw por message after bone density scan in (B)(6) 2015. The patient reportedly started having accidents after the por. The por was cleared successfully and the implantable neurostimulator measurement indicated that the battery was low and had an elective replacement indicator (eri). Therapy and electrode impedances showed all contact pairs were greater than 4000 ohms.